Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: the available black box data showed evidence of a time/date reset to default setting after pump rebooting events. Time/date reset to default setting was duplicated during investigation. The initial complaint was confirmed. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that the pump had an unspecified time/date issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.